Manufacturer narrative:
This supplemental report was submitted to provide the investigation results from the legal manufacturer. A review of the device history records (DHR) review showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. The device evaluation identified the image displays purple and green in color. The colored image problem was isolated to a defective video cable unit. The exact cause of the defective video cable cannot be conclusively determined. However, the reported phenomenon is a known issue. The root cause can potentially be attributed to: cable pins of odu connector are too small for shield cables. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig not fully suitable for soldering process. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Olympus will continue to monitor the field performance for this device.

Event description:
Olympus (oekg) was informed that the customer endoeye high definition ii, autoclavable video telescope ¿flickers in purple and green¿. The customer reported event was found at preparation for use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
(B)(4). Investigation still in progress. Oste investigation results: the product was received at oste exactly as announced. Component serial number:(B)(4). The product was sold on: 29 nov 2019.